Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). 4y 5m po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
Expiration date 12/31/2020. Production date: 04/07/2016. Manufacturing evaluation: the valve was received in the return kit, dry without submersion in a liquid. Visual inspection - we observed some scratches but no deformations or other irregularities. Permeability test - the results showed that the valve was not permeable. Adjustment test - the results showed that the valve could be adjusted to all settings. Braking force and brake function test - the test results were within the given tolerances. Results - we received the sample dry, and the investigation of dry product is not fully conclusive. The results can be influenced by dried deposits from cerebrospinal fluid (csf) or blood. We request that the samples be returned within fluids. Nonetheless, we have performed an investigation. In order to verify if the valve was affected by the known risks of hydrocephalus shunt therapy, as for example from substances commonly found in csf (protein, blood, or tissue), we took apart the valve. There were no visible deposits within. Based on our investigation, we cannot confirm the complaint of non-adjustabillity. Although there were no visible deposits inside the valve, even small amounts of dried substances could have led to a temporary blockage. We can exclude a defect at the time of release, as it met all specifications of final inspection when released.